Event description:
It was reported that the tubing of a clearlink system y-type blood/solution set was leaking. The leak was further described as, ¿tubing broke while blood was being hung¿. The leak was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.